Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The tamper seal was broken. The top case was chipped and cracked. The bottom case also had a standoff broken off. The investigator was unable to access the event history log because the pump failed to power on. The main board was replaced and this cleared up the problem. The customer reported that the pump was alarming and blinking following a pcb replacement. The alleged complaint was verified during the investigation. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the circuit board (pcb) was replaced on the medfusion pump. The user subsequently noted that the pump was alarming, and that the screen was blinking. No patient injury or complications were reported in relation to this event.

Event description:
Additional information was received indicating that there was no patient involvement.